Event description:
It was reported that during a video gastroplasty procedure, there was stapling only one side of the stapling line, then the stomach opened. The physician had to use manual suture to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.